Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system, during a prime attempt. The blood glucose reading was 250 mg/dl. The customer stated that the insulin pump had neither been dropped nor bumped, but he did observe some wear and tear. He was advised that the possible cause of the alarm was that during seating, the force sensor did not detect the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.